Event description:
It was reported that upon visual inspection of the lead in the unopened package, a hair was seen in the sterile packaging. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the lead was returned in the tray. There was evidence of foreign material within the inner sterile package.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.